Event description:
The patient reported that the buttons are sticking and very hard to press. The reporter denies structural damage to keypad or exposure to water and cleaning solvents.

Manufacturer narrative:
The pump was returned to animas. The evaluation revealed that the ok button was unresponsive and sticking. The up and down buttons are intermittently responding. The keypad was removed and adhesive was observed under all button contacts.